Event description:
Related manufacturer report number: 2017865-2021-29689. It was reported that during a remote follow-up, episodes of noise were noted on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.